Manufacturer narrative:
Correction to previous (initial) g3: date received by MFR: update to 02/07/2025. Additional information: h6 (update codes), h11. H11: a review of the event history log identified a primary infusion of calcium glucose in the adult care area; a secondary infusion was not run during this event. The primary infusion did not run to completion due to the therapy being stopped by the user. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a1, a2, a3a, a4-a6, b5-b7, d10, f10/h6: health effect - impact codes (replace code), f10/h6: medical device problem codes (add code), f10/h6: component codes, h6, h11. B5: additionally, the pump stopped 40 minutes into a 1 hour infusion of calcium gluconate at 50ml/hr and a volume to be infused (vtbi) of 50ml. Update "testing in the biomed service department. There was no patient involvement." To "patient infusion on the intermediate care unit. There was no report of patient injury or medical intervention associated with this event." Should additional relevant information become available, a supplemental report will be submitted.